Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the right ventricular lead was oversensing noise. No interventions were made.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2022. There were no patient consequences.